Manufacturer narrative:
Sample information was not provided on (B)(4) 2011 system check was performed and passed all specifications. Calibration and qc data were not provided. On (B)(4) 2011, a bci field service engineer (fse) found the bearing for the wash where, back pulley was broken. Fse replaced the entire au to ensure no similar event will occur. Hardware has been determined to be the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a discordant accutni result generated by access 2i (lxi) immunoassay system. The result was reported out of the laboratory. The sample was repeated (methodology unknown) and normal result was obtained. The customer did not report death, injury, or change to patient treatment associated with these erroneous result.